Event description:
A discordant false positive immulite 2500 stat troponin assay result was obtained on a pt sample and reported. The physician ordered an ECG and cardiac consultation on the pt. A subsequent redrawn troponin serial test was performed and the result was negative. The customer performed repeat testing of the initial and redrawn pt samples and the results were negative. There was no report of adverse health consequences due to the discordant stat troponin assay result.

Manufacturer narrative:
A field service engineer (fse) was sent to the customer site for system evaluation. Analysis of the instrument data indicate that there are no known causes for the positive stat troponin result. The fse did correct a loose water straw in water supply container. The instrument is performing within specifications. No further evaluation of the device is required.